Manufacturer narrative:
Device evaluated by manufacturer. The device was received on (B)(4) 2012, but an evaluation summary is not available at this time. Gross examination of the returned device confirmed the presence of leaflet calcification. Evidence of pannus formation was noted on the outflow surfaces of the valve. X-ray analysis further confirmed the presence of calcification. The device is currently undergoing morpho-histological analysis at a reference laboratory. Evaluation: method: the results of the device history record review, including a review of the function testing video, confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as the device is still be evaluated.

Event description:
The company was notified on (B)(6) 2012 that a mitroflow valve (lxa19, (B)(4)) had been explanted on (B)(6) 2012 after approximately 1.4 years due to reported aortic stenosis resulting from calcification of the bioprosthesis. The device was replaced with a st. Jude medical mechanical valve (regent flex).